Event description:
It was reported that following a prolapse repair procedure in 2006, the patient returned to the doctor's office complaining of continuous vaginal discharge and very foul odor. The doctor stated that he would not provide the manufacturer with any additional information.

Manufacturer narrative:
A review of the device history record for the reported component lot number found nothing that would cause or contribute to the reported problem. All process and test criteria has been verified as complying with the finished product specification. The investigation concluded satisfactory processing and packaging of tissue and resultant testing of product. There is no evidence to suggest any reason for potential product absorption, tensile or sterility concerns. Chemicals, equipment, process duration and process temperatures have been verified as satisfactory. Discharge and odor are not uncommon post surgery. The causes are opportunistic bacteria around the time of surgery. Local trauma/ inflammation and blood/serum pooling at the site of surgery provide good media for bacterial growth. Weakening of the bodies immune system through concomitant medications (e.g. Steroids), through systemic disease (e.g. Autoimmune diseases, viral infections, cardiovascular disease etc) further increases the chances of possible wound infection, discharge, and odor.